Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope would not power on when the scope was connected. The issue occurred during preparation for use for an unspecified therapeutic/diagnostic procedure, which was completed using another scope without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was evaluated where an additional potential adverse event was confirmed where there was no image due to an e216 scope communication error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have had anomaly, leading to the endoscope not powering on when connected and no image/scope communication error. Likely, this is due to an irregular load to the bending section, resulting in the events since scratches on a-rubber glue of the insertion section, chipping on a-rubber glue, and loose insertion pipe were observed. However, a definitive root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.